Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported during implant that the right atrial lead was too long for the patient. The lead was not used and a new lead implanted. There were no patient complications reported as a result of this event.